Event description:
A malfunction was reported on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arose again, which they acknowledged and understood.